Manufacturer narrative:
(B)(4). Approximate age of the device from the product ship date is 5 months. The returned system controller was connected to a test 14 volt patient cable, power module, and system monitor and upon initiation alarmed with a clock not set alarm, consistent with the reported event. Once the system controller clock was reset from the test system monitor, the system controller operated in charge mode as expected without any active alarms. The system controller was able to support a mock circulatory loop for an extended period of time while connected to the manufacturer¿s test equipment without any atypical alarms or events being captured. When disconnected from external power, the system controller continued to support a test pump while supported by the emergency backup battery. The returned system controller passed functional testing and operated as intended. No device related issues were identified during the investigation of the returned system controller. The internal emergency backup battery was visually inspected and no issues were found. Review of the data that was captured in the log files retrieved from the returned system controller found that the clock not set and yellow wrench advisory alarms were active as a result of the system clock being reset due to the emergency backup battery having depleted. It appears from the captured information that the system controller was disconnected from external power on multiple occasions engaging, and then allowing, the emergency backup battery to fully deplete before being reconnected to a power module. Each time the system controller was reconnected to an external power source, the system controller clock was reset and the system controller operated the pump at the set speed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient noticed a "clock not set" advisory on the system controller screen. The patient denied experiencing any low voltages, pump stoppage, power loss or speed drops. The patient was asymptomatic. The system controller was exchanged and no further related issues were reported. During evaluation of the returned system controller, pump stoppage events were noted in the log file.